Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) via a company representative reported that the patient received relief from her nausea for about two weeks after implant but had no relief after that. It was indicated that the battery died and hcp talked to the patient about moving her leads but the patient wanted it removed, so the hcp explanted the product. It was unknown if the issue was resolved at the time of the report. Additional information received from hcp on (B)(6) 2015 reported that the settings were increased but the patient had minimal response. The cause of loss of therapeutic effect was not determined.